Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4,h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, since this product has exceeded the product's service life, it is considered that the ccd unit failed due to aging degradation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide updates on h10. The failure found was being updated from cable connector to ccd failure. The returned device was evaluated. No image displayed on the screen was identified due to faulty ccd (charged coupled device) unit. Based on evaluation findings, the failure found was identified to be attributed to a faulty ccd. The root cause of the faulty ccd was due to electronic component failure. This report will be supplemented accordingly following investigations.

Manufacturer narrative:
The returned device was evaluated. No image displayed on the screen was identified during device inspection, cable connector was found faulty and needs to be replaced. In addition, the device failed the leak test due to a small puncture found on the cable wire. Based on evaluation findings, the failure found was identified to be attributed to a faulty cable connector. The root cause of the faulty cable was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
No image on the device during an unspecified procedure was reported. There was no patient harm or injury reported due to the event. No user injury reported.